Event description:
Probe passed pretest. Placed probe into lesion and ice was noted on shaft during freezing process. Placed wet towels around skin site. No patient injury reported.

Manufacturer narrative:
Testing indicated a vacuum insulation failure in the cryoprobe. Frosting of the shaft was confirmed. No patient injury was reported.